Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. The incident grounding pad was tested for continuity and passed testing. Visual inspection did not identify any defects. No conditions were noted that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that following a hepatectomy procedure, a blister developed on the patient's right internal thigh where grounding pad had been attached. There was no alarm generated during the procedure. No treatment was provided.